Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided. Review of the data log confirmed the report of a transmitter failed error. A root cause was determined to be a low transmitter battery that led to a transmitter failure.